Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his daughter (the patient) alleging an cartridge air bubble issue. He also reported elevated blood glucose (bg) levels. The reporter indicated that the patient's bg levels were elevated on (B)(6) and (B)(6) 2012. According to the reporter, the patient woke up with a bg level of "523 mg/dl." He denied that the patient had ketones, nausea, or vomiting. The patient went to school and changed out the cartridge, set, and site. The patient was treated with an injection. During the contact with animas, the patient's bg level had decreased to "290 mg/dl." The reporter claimed that during the morning time, the pump indicated that there was 92 units of insulin. When she got to school, the cartridge was reportedly empty. A school nurse noted that the patient had no iob left from a bolus delivered in the morning. The patient removed the cartridge from the pump to inspect for air. The reporter reportedly pushed on the plunger to remove air. The reporter was called back by animas later that same day on (B)(6) 2012, as a follow-up. The patient's bg level had reportedly decreased to "180 mg/dl." The cartridge filling technique was reviewed with the reporter. The reporter admitted that the cartridge and/or insulin is stored in the refrigerator. The reporter was advised to use room temperature insulin. The patient's cartridge filling technique was reportedly correct. The reporter denied observing kinks in the cannula. No leaking was noted. He mentioned that the site looked fine when it was removed. The reporter had changed out the site, set, and cartridge. Therefore, the alleged cartridge air bubble issue was not confirmed with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter alleged a cartridge air bubble issue and claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.